Event description:
A pt's blood glucose was tested using hosp device and result was 186mg/dl. The hosp rep stated a lab was performed at the same time and the result was 600mg/dl. Unk if treatment was received by the pt. A request was made for the return of the suspect device and replacement product was sent.